Event description:
Boston scientific received information that upon interrogation of this device, it was noted that the lead safety switch (lss) had been triggered and the associated leads were in unipolar configuration. Lead testing was performed and measurements were within normal limits. Additionally, a review of the daily measurements did not reveal any out of range impedances. Isometrics were performed and no noise was observed. The lss was reset and the leads were configured back to bipolar configuration. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.